Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge liquid tube. Visual inspection found the lens haptic broken and fibers on the lens. Dimensional inspections found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H3: device evaluation is required but has not yet been performed. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with lens rotation. The lens was exchanged for a longer length and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.